Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4599 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had this catheter placed on february 28. In early september, the infusion did not flow smoothly at hospital. X-ray showed that the catheter was discontinuous at the armpit. Subsequently, the catheter was confirmed ruptured and the broken portion was removed in an interventional manner.

Event description:
It was reported that this patient had this catheter placed on february 28. In early september, the infusion did not flow smoothly at hospital. X-ray showed that the catheter was discontinuous at the armpit. Subsequently, the catheter was confirmed ruptured and the broken portion was removed in an interventional manner.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photograph and radiographic image analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a subcutaneous break in the catheter shaft was confirmed but the cause is unknown. A photograph of a damaged 4fr s/l powerpicc solo catheter and two radiographic images were returned for evaluation. In the photograph, the catheter had been removed from the patient and placed within plastic film or a plastic bag. A complete break was seen in the catheter shaft; the break had occurred approximately half-way along the length of the catheter shaft. As this evaluation was conducted on a photograph, microscopic characteristics of the break site could not be obtained. The two returned radiographic images were frontal chest radiographs. A central venous catheter was present in the left axilla. The catheter contained a complete break, which appeared consistent with the photographed device. In addition to the break, there was a loop in the left subclavian region of the central venous catheter. The loop in the catheter was located in an area known for costoclavicular impingement and potentially could have played a role in the catheter break. Routine motion of the catheter could also be a potential contributing factor for the break. It is unknown if additional unknown factors contributed to the event. The observable features on the submitted photograph and radiographic images did not contain enough information to identify a specific root cause of the reported event. H3 other text : evaluation findings are in section h.11.